Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patien faced insulin set flow blockage in the tubing event on (B)(6) 2024. The troubleshooting steps taken, and the resolution provided, including product replacement and advice for managing high blood glucose levels. No further information was available.